Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/19/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's mother described the reaction as redness and bumps with pimple-like appearance. The reaction was located under and around the sensor patch on the abdomen. On (B)(6) 2016, patient's mother called a friend, who is a nurse, for advice on treating the skin reaction. The patient's mother was advised to draw a circle around reaction to gauge whether or not it was spreading, and wait until the following day and apply neosporin. Patient's mom reported the reaction did not spread and applied the neosporin. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be confirmed. Patient wore the sensor for more than seven days. Labeling indicates: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.